Event description:
Porous femoral stem revised 5 years, 4 months after primary total hip arthroplasty. At revision surgery, the modular neck was fractured at the lateral peg that attaches the modular neck to the femoral stem.

Manufacturer narrative:
Other devices used: catalog number 101154 apex modular 4x11.5 stem. Device history records for the stem and neck are intact and conforming and indicate manufacture to specification. Results of investigation: there were three pieces available for examination: the titanium alloy femoral stem, the titanium alloy modular neck, and a cobalt chromium femoral head (encore, 28mm, +7 offset, skirted). The femoral head was firmly seated on the femoral neck. The modular neck was broken into two parts, one part remaining in the lateral hole in the stem and a second loose part (with head attached). The proximal end of the femoral stem and plasma sprayed cp titanium coating showed surface damage (tool marks and gouges) secondary to surgical removal of the stem. The cobalt chrome alignment pin, factory press-fit in the stem, was intact. The femoral head was unremarkable, with no obvious damage. The undersurface of the neck showed minor abrasive wear corresponding to the medical extent of the proximal surface of the femoral stem. The central alignment hole of the neck, in which the cobalt chrome alignment pin had been engaged, showed deformation of the "web" between the central hole and the adjacent hole, with the central hole becoming slightly elongated (see attached photo). The fracture surface of the lateral peg of the neck had a mottled appearance with subtle elongated ridges and striations (see attached photo). These features are consistent with fatigue fracture of the peg. Burnishing of proximal end of the neck peg, where the peg engaged the stem was consistent with rotation of the proximal portion of the neck on the stem, with cyclic loading of the mid-portion peg (where the fracture occurred). In summary, these findings suggest that failure occurred due to plastic deformation of the neck where the alignment pin engaged the neck, followed by cyclic loading of the lateral neck peg fatigue fracture of the mid-substance of the peg. Dimensional inspection of the modular stem and neck interfaces was precluded by abrasive wear. Review of the inspection records for the specific stem and neck lots indicates that the dimensions of the modular junctions were within specification. The certificate of compliance and chemical composition for the titanium alloy indicates conformance to astm f136, including yield strength (118 ksi), tensile strength (130 ksi), and elongation (14%).